Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, it was reported that the valve was explanted after an implant duration of approximately 6 years and 3 months. Unfortunately, the reason for explant has not been provided. No other details reported. There have not been any allegations of a product malfunction or quality deficiency. The subject device was replaced with another edwards bioprosthetic valve.

Manufacturer narrative:
Device not returned. Additional manufacturer narrative: unfortunately, the subject device was not returned, therefore, the subject device cannot be assessed for any deficiency. The device history record (DHR) review is still in progress. Request for additional information(including operative report an discharge summary) has already been requested to the health-care provider. A supplemental report will be submitted once any new information related to the event is received. No further actions are possible with the available information.

Manufacturer narrative:
Per the patient's medical records, the device was explanted due to severe aortic stenosis and severe aortic insufficiency, secondary to prosthetic valve dysfunction. Calcification was also indicated in the op report. The explanted device was replaced with another edwards bioprosthetic valve. Unfortunately, the device was not returned to edwards for analysis; therefore, the root cause of this event could not be confirmed. Bioprosthetic valve degeneration can occur due to multiple factors, some patient related (renal disease, diabetes, history of native valve degeneration), and others related to intrinsic properties of the valve itself (can include failure modes such as wear, calcification, leaflet tear, stent creep, suture line disruption of components of a prosthetic valve, leaflet disruption, or leaflet retraction of a repaired valve). In this case, there was calcification noted. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification.